Event description:
Same case as MFR report #: 2134265-2010-00650. It was reported that during a percutaneous coronary interventional procedure, a possible dissection occurred. The in-stent restenosed lesion was located in the proximal left anterior descending artery. First, predilation was performed to 10atms with a 2.0 x 15mm non-bsc balloon. Then, the 10 x 3.0mm flextome mr cutting balloon was inflated 3 times, to 10 atms twice and to 12 atms. The physician performed a contrast study, and then inflated the cutting balloon once more to 10 atms. Then the physician inflated a 3.25 x8mm quantum maverick balloon two times to 12 atms. The physician then again advanced the flextome mr cutting balloon and inflated it to 10atms. However, on the second inflation, the physician was unable to increase the pressure beyond 6 atms. The physician then performed a contrast study, and found something that appeared "like to be a dissection or perforation through left main ostima". However, the physician then performed ivus and did not clearly see a dissection. At a later contrast study, the physician saw no anomaly. The physician inserted an intra-aortic balloon pump and decided to observe the patient. Upon removal of the cutting balloon from the patient, the physician confirmed a pinhole rupture. No patient complications were reported, and the procedure was completed with these devices. The following day, the physician performed a contrast study and found no anomaly.

Manufacturer narrative:
Age at time of event: (B) (6) years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).